Manufacturer narrative:
One kangaroo epump was received with the customer complaint of ¿won¿t turn on¿. The complaint was not duplicated. The unit was able to power up on battery but immediately displayed ¿low battery¿. Ac power was connected, and battery was charging as it should. However, the unit did not have audio. The root cause was isolated to a damaged component of the printed circuit board. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump would not turn on. There was no patient involvement. Upon triage on (B)(6) 2018, the service technician found that the pump had no audio.